Manufacturer narrative:
In an evaluation of the device's cassette tape event recorded, given the information presented to the device, it operated as designed.

Event description:
Emt's responded to a person described as in cardiac arrest. CPR and an unk number of countershocks from the device were administered. The device advised a shock on what was reported to be an organized, non-shockable cardiac rhythm and no shock was delivered by the operator. The pt was resuscitated.